Manufacturer narrative:
(B)(4). CAPA: the meddra term implant site ischemia is already addressed in the labeling. Further, the labeling warns against implantation into blood vessels. No corrective/preventive action is needed. Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 14694. A batch record review for lot 14694 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. Pharmacovigilance comment: a causal relation between the event and the treatment seems possible. The injection technique or the injection procedure per se may have contributed to the event. The reported event is addressed in the label. The provided photos do not correspond to perioral cyanos. The photos show hematoma and marble like discoloration which is typical signs of intravascular injection. The case report is assessed to fulfill the criteria for regulatory reporting. The treatment for the event seems to be given to prevent possible permanent impairment of a body function or permanent damage to a body structure. The device was not made available to the manufacturer for evaluation.

Event description:
A report (B)(4) was received on 21-nov-2016, received from the injector, a nurse practitioner (np). The np reported a (B)(6) female patient was injected with 1 ml of restylane-l on (B)(6) 2016 into both lips. During the injection, the patient experienced severe circumoral cyanosis. On (B)(6) 2016, the patient was administered an unknown amount of vitrase (hyaluronidase) to dissolve the restylane-l. The patient will be scheduled to see a plastic surgeon for consultation. The event was ongoing at the time of the report. Three photos of the patient's lip and chin area were submitted with this report. The patient had received a previous injection with restylane silk without any problems.

Manufacturer narrative:
(B)(4). CAPA: the events are already covered by the label. Manufacturer narrative: no additional comments pharmacovigilance comment: the serious event of cyanosis and non-serious events of implant site pain and erythema were considered expected and possibly related to the treatment. Potential contributory factors include injection technique. The cyanosis in the photos is consistent with implant site ischemia. The hematoma and marble-like discoloration are typical symptoms of intravascular injection. This case meets the criteria of seriousness and causality for expedited reporting to regulatory authorities. Additional comments: the case report is assessed to fulfill the criteria for regulatory reporting. The treatment for the event seems to be given to prevent possible permanent impairment of a body function or permanent damage to a body structure.

Event description:
Case reference number (B)(4) is a spontaneous follow-up report received on 22-feb-2017 from the nurse practitioner (np). The patient had a fitzpatrick skin type ii-iii. The patient's medical history was non contributory. She had no known allergies. Concomitant treatments included birth control pill [contraceptives]. The patient had previously received treatment with restylane silk on june 2016 without any problems. On (B)(6) 2016, the patient received treatment with 1.0 ml restylane-l (lot 14694) to lips with the provided needle and an unknown technique. Zero days later, on (B)(6) 2016, the patient experienced severe circumoral cyanosis (cyanosis) at lips, around mouth. The patient also complained of severe pain (implant site pain) once the numbing wore off. On unknown date the patient experienced mild, persistent erythema (erythema) at an unknown area. Treatment for the adverse event included: on (B)(6) 2016, 65 units of vitrase [hyaluronidase] with an improvement in color and on (B)(6) 2016 hyperbaric oxygen. Outcome at the time of the report: circumoral cyanosis was improving. Pain was unknown. Erythema was not recovered/not resolved. Provider causality was possible. Provider did not feel case was serious.